Manufacturer narrative:
Supplied item, DHR is at the supplier.

Event description:
Information was received indicating that a smiths medical ac adapter was implicated in a pump alarming and powering down for no reason. The pumps are being used for a pediatric clinical trial. There were no reported adverse events.